Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The patient identified a bent cannula in the infusion set resulting in hyperglycemia on (B)(6) 2026. Treatment included a manual fast-acting insulin injection. The patient experienced irritability and fatigue.